Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in a 70% stenosed lesion the mid left anterior descending (mlad) artery with moderate calcification. The first ht-bmw universal 190cm j guide wire (gw) was used in the procedure; however, an unspecified stent and an unspecified balloon could not be removed from the gw. Therefore, another ht-bmw universal gw was used to continue the procedure; however, an unspecified stent and an unspecified balloon also could not be removed from the gw. A third gw was used to complete the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It was reported that a stent delivery catheter and a balloon catheter encountered difficulty during removal over the wire. Factors that may contribute to difficulty removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.